Event description:
User received a questionable result for glucose on the d module analyzer for one patient sample. Initial glucose result gave 445 mg/dl. This glucose result was reported outside the laboratory. The patient sample was repeated giving a glucose result of 99 mg/dl. The initial glucose result was corrected with the repeat glucose result of 99 mg/dl. Patient was not affected or treated. Glucose reagent lot numbers, 62492101 and 61610701. The field service representative found the high concentration waste nozzle was clogged. He cleaned the nozzle. Customer ran controls, which were within customer specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 20177931, expiration date 03/31/2011). (B) (4)

Event description:
Caller states during training, an officemate tested 1.0 inr and 1.6 inr on coaguchek xs system 1, and 1.1 inr on coaguchek xs system 2. Caller states the cap for the test strip vial may not have been immediately replaced. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.